Event description:
The following is based on medical records (operative report) provided by the pt's attorney: (B)(6) 2008 - pt underwent a pubo-vaginal mid-urethral sling suspension for repair of stress urinary incontinence and was implanted with a bard soft mesh. The sling was constructed out of the bard soft mesh. The following was reported to davol by the pt's attorney: it is alleged on (B)(6) 2008, the pt was implanted with a prolene mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The operative reported provided with the initial attorney's report indicated that the pt was implanted with a bard soft mesh for repair of stress urinary incontinence. No specific device has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional info. Additionally, no sample has been returned. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.